Event description:
New information noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that an episode of auto mode switch due to far-field r wave oversensing was noted on the device. Programming changes were discussed but not made at this time. No patient symptoms were reported.